Event description:
It was reported the device shut off by itself during operation. The rn reported it was not "blinking green" and did not seem to be appropriately sensing. It was turned back on and did not seem to sense and fire appropriately. The patient was not impacted. The biomed could not confirm the reported fault, but it was noted that the heart rate output did not match the dial setting.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No electrical anomalies were found, and visual inspection did not reveal any anomalies. The high rate cover was noted to be missing.